Event description:
Rptr was running the servo I with the test lung in hosp for demonstration. When the servo I was running with a battery, the servo I shut down suddenly. They rebooted the servo I again using the ac and still alarm sound was ringing all the time.